Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was not able to enter the menu option on the insulin pump. It was reported that the pump was blocked. No further information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window and cracked battery tube threads.